Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributer reported that while a patient was being injected with vitamin b12, the needle detached from the barrel while in the patient. Thus, the full dose of vitamin b12 was not administered. There were no injuries to the patient.